Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s blood glucose level was 500 mg/dl at the time of incident. The current blood glucose is 210 mg/dl. Customer also stated that they had a blood glucose 300 mg/dl and 400 mg/dl. Customer suffered from a symptom like nausea felt sick. Customer treated with manual injection. Troubleshooting was performed. The product will not return for the analysis.